Manufacturer narrative:
The suspect device was sent to olympus for evaluation. Inspection and testing has not yet been completed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the subject device could not be paired and was limited in its function. Additional information obtained from the customer stated the device did not always pair and the middle switch had no function in paired mode. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause for this complaint could not be confirmed as the device was returned and passed all testing at both olympus and the original equipment manufacturer of the device. Olympus will continue to monitor field performance for this device.